Manufacturer narrative:
Miyachi, s., hiramatsu, r., ohnishi, h., yagi, r., <(>&<)> kuroiwa, t. (2017). Usefulness of the pipeline embolic device for large and giant carotid cavernous aneurysms. Neurointervention, 12(2), 83. Doi:10.5469/neuroint.2017.12.2.83 the pipeline flex device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01210 2029214-2017-01211 2029214-2017-01212 2029214-2017-01213

Event description:
Medtronic literature review found reports of nerve palsy after pipeline implantation. The purpose of this article was to review the series of patients who underwent treatment with the pipeline embolization device (ped) and to discuss the efficacy and safety of the flow diverter in comparison with other conventional treatment options. The authors identified 24 patients with 24 large or giant, unruptured carotid cavernous aneurysms (cca) treated with ped. The mean age was 71.5 years; 23 patients were female and 1 was male. Case 11 ((B)(6), female) underwent ped treatment of a right cca (20mm). Post-procedure angiogram showed eclipse and stagnation into the aneurysm. Two weeks later, the patient had worsening of ocular symptoms to complete oculomotor palsy with severe ocular pain. The patient was administered steroid medication and the symptoms complete subsided three months later. The patient had a pre-existing fifth cranial nerve palsy.